Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later noted on (B)(6) 2024 that the patient was doing fine and was still on support.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of a full battery depletion was confirmed via log file analysis. Analysis of the submitted log file revealed the system operated within the set speed limit value (5,300 rpm) and low speed limit value (5,100 rpm) while connected to the 14v batteries/clips. A low voltage advisory alarm event became active on 18jan2024 at 6:49:18 relating to depleting 14v battery connected to the black power cable. The system operated on the depleting 14v batteries until the low voltage hazard became active on 18jan2024 at 9:05:46. The 14v batteries became fully depleted and activated the no external power alarm at 9:53:15. The system reverted to the internal 11v backup battery for power and operated until the internal 11v backup battery was unable to support the pump. At 11:53:54, the pump stop alarm was captured with the pump speed value at zero rpm. The last event prior to the complete loss of power was captured on 18jan2024 at 11:54:18. Of note, the system controller does not record data during complete power loss. After the complete power loss event, a fully charged 14v battery was connected to the white power cable and the date/time was reset to 01jan2000 at 0:00:00. The system ramped up approximately four seconds later. The system operated within the set speed limit value (adjusted from 5,300 rpm to 5,000 rpm) and low speed limit value (adjusted from 5,100 rpm to 4,800 rpm) between 0:00:05 and 1:18:45. Both power cables were disconnected on 01jan2000 at 1:18:40, which activated a no external power alarm. The driveline was physically disconnected at 1:18:45 and the system controller was put into sleep mode shortly after. Attempts were made to obtain additional information from the customer regarding the events that led up to the patient being found down, equipment exchange and product return status; however, no additional information was provided. A root cause that led to the full battery depletion event could not be determined through this evaluation. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. Low voltage advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under section 3, ¿switching power sources¿¿, describes steps for exchanging between power sources (mobile power unit and batteries). Under section 4, ¿living with the heartmate 3¿, outlines you must always connect to the mobile power unit when sleeping (or when sleep is likely). This is very important! If you fall asleep on battery power, you might not hear low power alarms. The batteries could run out of power, and the pump could stop before you hear the alarms. Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Warnings outlines ¿the patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2024-00508. It was reported that the patient's family member found the patient down and unresponsive in their home. The patient's batteries were completely drained at the time the patient was found. A log file review confirmed the patient's batteries alarmed for low battery advisory on (B)(6) 2024 at 6:49 am, followed by a low battery hazard alarm at 9:05 am, and then at 9:35 am a no external power alarm occurred and this initiated the use of the emergency backup battery (ebb). The ebb powered the system until 11:35 am when the battery no longer had enough power to operate the pump. At this time, the pump completely stopped. The ebb complete drained at 11:45 am.